Event description:
It was reported that the 3.0x19 mm and 3.5x26 mm graftmaster covered stents were used successfully for treatment of perforation that occurred during use of a grandslam guide wire. After placement of the guide wire in the popliteal end of the anterior tibial arteries, a laser atherectomy of the popliteal and of the anterior tibial arteries was performed, after which balloon angioplasty was performed. The completion angiogram showed a modest perforation in the proximal anterior tibial. An attempt was made seal the perforation with prolonged inflations and correction to the anticoagulation; however, the perforation persisted. The decision was made to place the two covered stents which were deployed without issue successfully. Some spasm was observed which was treated with nitroglycerin and the procedure was concluded. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. Sheath: 4fr, 6fr, other: spectranetics laser. Device investigation could not be performed since the device was not returned for our investigation. With the provided information, the relation between the reported vessel perforation and the guidewire could not be clarified. Though the lot history record could not be reviewed as no lot information was available, because all the shipped products are inspected for meeting the release acceptance criteria, it is inferred that the guide wire of this subject was also free from defect. It should be noted that the warnings section of the product instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise the guide wire may be damaged and/or vessel trauma may occur, and damage to a vessel, including possible vessel perforation as one of possible complications and adverse events.